Manufacturer narrative:
While the olympus ess was on site, she performed the in-service, completing an attendance sheet and a step by step reprocessing on-track form with the staff. At this time, no device is scheduled for return. However, should additional information be made available prior to the investigation conclusion, a supplemental report will be submitted.

Event description:
During a facility observation visit, an olympus endoscopy support specialist (ess) noted that the staff was not pre-cleaning their evis exera ii colonovideoscopes correctly. According to the ess, the staff was suctioning and brushing the subject device in the procedure room and not in the sterile processing department. The ess corrected these actions and continued to observe the staff to ensure they performed the steps correctly moving forward. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ based on the event and the results of the investigation, it is believed that the facility staff caused the reported event. The staff appeared to not be properly trained in device handling and/or reprocessing according to the IFU. Olympus will continue to monitor the field performance of this device.